Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 47mg/dl. Reportedly the customer at cookies and administered a bolus of 12 units resulting in their bg decreasing. Reportedly, customer was calling 911. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received. No additional information was provided.